Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead in this pacemaker system had dislodged. A revision procedure occurred, and the lead was successfully repositioned. However, when the lead was reconnected to the device, the system exhibited high out of range pacing impedance measurements. Troubleshooting steps were performed, including removal of the rv lead from the header, cleaning of the port, and reinsertion; however, the out of range measurements continued. Similarly, the atrial lead was then connected to the rv port, and impedance values were also high and out of range. The physician opted to replace the device. Following replacement, the leads exhibited normal and within range pacing impedance measurements. No additional adverse patient effects were reported. This rv lead remains in service.